Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Date of issue is an approximation. The patient stated the dexcom was reading higher than what his actual blood glucose values were and was not alerted of a low. The patient¿s wife found him incoherent, unaware and unresponsive. She provided him with a glucagon shot which did not work and called 911. When the paramedics arrived, they provided the patient with liquid glucose and the patient regained consciousness. At the time of contact, the patient was doing good. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.